Manufacturer narrative:
The suspect device was returned for evaluation. As part of the investigation, bubble test was performed and bubbles were observed exiting from the clear film hole; reportable breach is confirmed in the sterile barrier. The root cause is unknown. It is not possible to determine with certainty where or when the damage occurred. The clear film is a purchased component supplied by an external vendor, the damage may have occurred during the manufacturing process, including handling within the multivac packaging operation at merit. Alternatively, it may have been introduced during subsequent handling, inspection, or user-related processes. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
Customer reports there is a hole in the clear film. This was found at incoming inspection at the distributor and did not reach the end user site. No injury was associated with this even.